Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the product found that on panel side a the zipper slider body is open. There is other damage to the canopy that does not apply to this issue. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may cause damage to the access panel or the zipper slider. (B)(4).

Event description:
The customer reported that during set up of the canopy they discovered the side panel has a broken slider and when the zipper is closed the teeth do not connect. There was no patient contact.